Event description:
On 2/2/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Later, the pt complained of pain in her leg (time to onset of symptoms is unknown). She was seen by her primary care physician who did not recommend any treatment. The pt then followed up with a radiologist who determined that the pt had an ischemic limb. An angiogram was performed on 2/27/1998 which revealed an occlusion with thrombus of the right common femoral artery. On 2/28/1998 the pt was taken to surgery, where exploration and a thrombectomy were performed. The angio-seal was identified as having been deployed intra-arterially. The device was removed and flow was restored. The operative notes indicated that the pt tolerated the procedure well. As of 3/31/1998 there have been no further reports of complication or pt sequelae made to the MFR.